Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 162 mg/dl and a blood glucose level of 351 mg/dl. The customer also reported that by the end of the call his blood glucose level had gone up to 422 mg/dl. The customer reported having bent cannulas as well. The customer was advised that the sensors would be replaced but will not return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.